Manufacturer narrative:
The device was evaluated by ventec where the reported issue of low inspiratory pressure and low volume (ventilation) was confirmed. Ventec also observed that peep (positive end expiratory pressure) would drop out and that its exhaled tidal volume (vte) levels were fluctuating (low). Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issues was the ift.

Event description:
It was reported to ventec that the ventilator alarmed due to its inspiratory pressure being low, and that after running for a bit no pressure was present even though he could hear it attempting to cycle. There were no reports of patient involvement associated with the reported event.